Manufacturer narrative:
The device was received for evaluation. The functional testing was performed at the customer site by a baxter technician and the device passed the downstream occlusion testing. A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream sensor error occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.